Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. No motor error alarms or displacement anomalies were noted. The motor was tested outside the device and passed. Unit received with cracked case at the display window corners. Unit received with missing end cap sticker and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 400 to 500mg/dl. Customer indicated that the pump may have possibly been worn in or around and MRI machine. The pump passed the high pressure test but the customer's blood glucose remained high. Customer indicated that their blood glucose went down after they changed to an older pump but then went high after going back to their original pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.